Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU, certificates of analysis and fmea, there is no indication of device failure and no indication that the device was out of specification. The most probable root cause is improper implant size selection, using too short of an implant, and implant loosening possibly exacerbated by the patient injuring their back moving heavy equipment. Part numbers, lot numbers, manufacturing dates, expiration dates and UDI/gtin numbers: 1st (superior): ifuse implant, p/n (B)(4), lot# 8078003804010, mfd. 09/17/12, exp. 2015-09, (B)(4). 2nd (second): ifuse implant, p/n (B)(4), lot# i0296, mfd. 01/24/13, exp. 2018-01, (B)(4). 3rd (inferior): ifuse implant, p/n (B)(4), lot# 8175003938011, mfd. 10/17/12, exp. 2015-10, (B)(4).

Event description:
The patient had right side si joint arthrodesis in (B)(6) 2013 where three implants were placed. The patient later complained of a recurrence of pain after injuring her back moving heavy equipment. The surgeon added bone graft to the right si joint in april 2017. The patient had continued pain and the surgeon later determined that the implants were loose CT scans. In (B)(6) 2018, the surgeon performed a revision surgery where he removed all the implants and replaced them with two longer implants of a similar type using the explant holes filled with bone graft. He also added additional si joint hardware. The status of the patient following the revision is not known.